Event description:
On (B)(6) 2013 at 0445 the ventilator started alarming, smoke noted to be billowing from vents on back of ventilator immediately disconnected from infant, supervisor notified. Maintenance came to unit and removed vent from unit. Smoke cleared from unit. Ventilator in use on premature infant in nicu malfunctioned. Ventilator alarmed screen went blank, smoke billowing from vent. Installed on (B)(6) 2011.